Manufacturer narrative:
(B)(4) date sent: 5/15/2023 investigation summary per service manual operational and diagnostic analysis did not confirm the reported flash flame fire issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the monopolar cord physically caught fire and burned in half in the or. The monopolar b with monopolar plug settings of cut = 0 coag =20. A second generator was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.